Manufacturer narrative:
Device evaluation: the report of suspected thrombus was confirmed based on the evaluation of (B)(4). Examination of the pump blood-contacting surfaces found rings of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue showed laminated layering, indicating that the rings formed over an undetermined period of time. The thrombus would have contributed to the reported increase in ldh. The evaluation could not conclusively determine the cause of the thrombus. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operating on a mock circulatory loop and functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 months. The device was returned for investigation. The evaluation is not yet complete. The attached user facility medwatch report was received from the (B)(6) registry. The user facility number was not provided. The (B)(6) identifier is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced blue/purple ¿bruised¿ lips on (B)(6) 2015. The patient was admitted, started on an angiomax infusion, and evaluated for pump thrombosis. The patient¿s pre-angiomax inr was reported to be therapeutic. The patient was discharged home on (B)(6) 2015. The patient¿s home anticoagulation regimen was not provided. On (B)(6) 2015, the patient experienced dark urine. The patient's lactate dehydrogenase level had risen from 245 u/l to 811 u/l. The patient was readmitted and placed on angiomax. The patient was discharged on (B)(6) 2015 with the ldh trending downward and therapeutic inrs. On (B)(6) 2015, the patient's ldh was above 1124 u/l, and the patient was readmitted for suspected pump thrombus. The patient underwent a pump exchanged on (B)(6) 2015. Additional information was received from the (B)(6) registry stating: pump thrombus, hemolysis, ldh elevated. Thrombus event: signs or symptoms: hemolysis. Thrombus event: intravenous anticoagulation: yes. Thrombus event: event confirmed: yes. Ae device malfunction: no. Patient outcome: exchange: yes. Device malfunction causative factor: no cause identified.